Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation the zilbs-635-10-8 device of lot number c1728232 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 14 oct 2021. On evaluation of the device, it was observed that the distal tip had separated at the distal end of the outer sheath. The device flushed as expected and a 0.035¿ wire guide passed through as expected. Document review prior to distribution zilbs-536-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-10-8 of lot number c1728232 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1728232. There is evidence to suggest the user did not follow the instructions for use (ifu0065-3). The japanese packaging insert c-es1207m06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The japanese packaging insert c-es1207m06 states the following: warning this device is not intended to be deployed through the wall of a previously placed or existing metal stent. [Doing so could result in difficulty or inability to remove the delivery system]. Equipment required 0.089mm (0.035 inch) wire guide root cause review a definitive root cause of off label use was identified from the information available. According to the customer testimony the user used a stent in stent technique while carrying out this procedure. It is not possible to state how the device will perform when used outside of its validated state. In addition, it is known that a 0.025¿ wire guide size was used. The instructions for use recommend that a 0.035¿ wire guide be used. The stent in stent technique together with the reduced support provided by the smaller than recommended wire guide may have resulted in the tip separating. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Device evaluated on 14-oct-21: "distal tip separated". Supplemental report is being submitted due to the completion of the investigation on the 22-oct-2021.

Event description:
Supplemental report is being submitted due to a correction to the completed investigation annex codes medical device problem code (annex a). A2303 - improper or incorrect procedure or method to a2304 - off-label use.

Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation the zilbs-635-10-8 device of lot number c1728232 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 14 oct 2021. On evaluation of the device, it was observed that the distal tip had separated at the distal end of the outer sheath. The device flushed as expected and a 0.035¿ wire guide passed through as expected. Document review prior to distribution zilbs-536-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-10-8 of lot number c1728232 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1728232. There is evidence to suggest the user did not follow the instructions for use (ifu0065-3).as per the instructions for use, ifu0065, "the delivery system accepts a .035 inch wire guide.'' And "this device is not intended to be deployed through the wall of a previously placed stent." The japanese packaging insert c-es1207m06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The japanese packaging insert c-es1207m06 states the following: warning this device is not intended to be deployed through the wall of a previously placed or existing metal stent. [Doing so could result in difficulty or inability to remove the delivery system]. Equipment required 0.089mm (0.035 inch) wire guide root cause review a definitive root cause of off label use was identified from the information available. According to the customer testimony the user used a stent in stent technique while carrying out this procedure. It is not possible to state how the device will perform when used outside of its validated state. In addition, it is known that a 0.025¿ wire guide size was used. The instructions for use recommend that a 0.035¿ wire guide be used. The stent in stent technique together with the reduced support provided by the smaller than recommended wire guide may have resulted in the tip separating. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #: k163018

Event description:
The user placed the 1st zilbs-635-10-8(lot#c1829244) in the hepatic hilus, then he inserted the delivery system of another zilbs-635-10-8 (lot#c1728232) to place the stent as stent-in-stent (through-the-mesh). However, the delivery tip would not pass the mesh of the 1st stent. He repeatedly tried to pass and it resulted in separation of the white device tip. So he replaced it with another device to complete the procedure. It's unknown how the separated tip was removed from the patient as of 20/aug/2021. The rep will obtain the information soon. Note: incorrect wire guide 0.025in used patient outcome: the patient did not experience any adverse effects due to this occurrence. General questions for all complaints (if any damages were confirmed prior to use)was the package damaged? No (if any damages were confirmed prior to use)how was the device stored? Was a sphincterotomy or balloon dilation performed prior to use of the stent device? Unknown was post-dilation performed after the placement of the stent? No what brand of endoscope was used with the device? Olympus' tjf-260v what was the target location for the complaint device? Hepatic hilus was the device flushed through both flushing ports before the procedure, as per IFU? Yes details of the wire guide used (name, diameter, hyrdophyllic)? Olympus' visiglide2 0.025 inch wire guide. Was resistance encountered when advancing the wire guide or delivery system to the target location? No how did the physician deal with this resistance? Stated in description of event. Was the patient's anatomy tortuous? No did the tip of the delivery system cross the target location? No did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Yes was the stent being placed through the side wall of a previously placed stent? It was going to be placed so. Was the elevator in the down position during deployment? Unknown are images of the device of procedure available? No sheath separation: (this case was tip separation but answered the questions below) details of the wire guide used (diameter, hydrophyllic, make)? Olympus' visiglide2 0.025 inch wire guide. Was high resistance encountered during stent deployment? N/a - the problem occurred before attempt of deploying stent was the patient's lesion heavily calcified / was the patient anatomy tortuous? No was pre dilatation conducted prior to stent deployment? No was the stent device flushed through the flushing port(s) before the procedure, as per IFU? Yes was the delivery system damaged/kinked/twisted? No, not before the separation occurred. Was the delivery system tracked around a tight angle in the patient anatomy or around a tight angle in an endoscope? Unknown